Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).

Event description:
A doctor reported that several knives were noted to be dull during multiple separate surgeries. The procedures were completed by using the dull knives with no exchange. There was no impact to any patient. No additional information can be anticipated.